Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the gel mod-rnd 225cc breast implant. Additionally, developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 225cc breast implant was found to be ruptured and received incomplete. Microscopic examination was performed, and the cause of the tear could not be identified. On (B)(6) 2021, after further review of file mentor became aware that patient also experienced capsular contracture baker grade unknown post procedure. Patients date of event occurred on (B)(6) 2011. Manufacturer¿s reference number: (B)(4) fields b3 and h6 have been updated.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient who underwent primary breast augmentation surgery with a 225cc mentor memorygel breast implant experienced left sided rupture post procedure. As a result, patient underwent bilateral removal and replacement with two 225cc mentor smooth round saline breast implants on (B)(6) 2021.